Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified second right posterolateral segment (rpl). A 10/2.50 flextome cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 5atm upon first inflation. The device was removed per usual without any problem. The procedure was completed with another of the same device. There were no patient problem/complications reported.